Event description:
Medtronic received information that no com pump to xmtr-unresolved, lost sensor alarm occurred. There was no adverse impact or consequence reported as a result of this event.

Manufacturer narrative:
This report is part of a retrospective review and remediation. Unable to charge unit or perform functional test due to moisture damage/corrosion at the battery connector pins.